Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set tubing got detached. Reportedly, the location of detachment was at the quick release. The infusions were stored in a cupboard where they might have been exposed to extreme temperatures and humidity. The pump was not dropped. The infusion was in use for few hours only. Also, there was no stress or pull on the tubing. No further information available